Event description:
A mitroflow lxa23 was implanted on (B)(6) 2013 at the pulmonary position. On (B)(6) 2018, reoperation was performed due to pulmonary valve obstruction and the valve was replaced with a 27 mm biocor prosthesis. According to the operation report, obstructive and restrictive parietal muscle bundles were excised during the operation. The hemodynamics were reportedly good after implant, with a velocity of 2.5 - 3 m/s and no gradient.

Manufacturer narrative:
Based on the information provided, "obstructive and restrictive parietal muscle bundles were excised." Based on this information, the prosthetic pulmonary valve obstruction can reasonably be attributed to the patient's specific clinical condition and anatomy, and not to the device. The event is deemed not valve related, and no further investigation is required. It should be noted that the placement of the mitroflow lxa valve in the pulmonary position was an off-label use. Similarly, use of the prosthesis in a patient under 55 years of age is contraindicated according to the mitroflow lx IFU.

Manufacturer narrative:
Disposition not presently known.

Event description:
A mitroflow lxa23 valve was implanted on (B)(6) 2013 at the pulmonary position. The valve was explanted and replaced with a 27 mm valve on (B)(6) 2018. No other information was provided.